Event description:
Potential allergic reaction was reported for pt with a bicompartmental knee implant.

Manufacturer narrative:
Potential allergic reaction was reported for pt with a bicompartmental knee implant. Review of the device history record indicates that the device was manufactured to specification.